Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. The low battery alarm was identified through visual inspection. Functional testing and a review of the alarm log revealed that the device has presented the low battery alarm. The cause of the alarm was determined to be a low battery, which had been caused by a blown fuse. To correct the condition, the fuse and main battery were replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.